Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a defective main display. The liquid crystal display was replaced to correct the reported condition the user interface software version is 6.13.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: after further investigation is report has been identified as a duplicate. Please reference report number 6000001-2011-21586 for all further reporting on this reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It reported to baxter (B)(4) that a colleague infusion pump experienced "customer replaced the display and the new one is having multiple vertical bars displayed on screen". This event occurred before use but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.